Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime fill anomaly due to a33 alarm. No rewind anomaly noted. The insulin pump was received with normal operating currents and passed a21 error test and self-test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 8.2 mmol/l. The customer stated that the device is squirting out insulin. The customer was not able to prime. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.